Event description:
During a patient procedure the glidescope glv 4 video laryngoscope broke in the patient's mouth. The pieces of the device were removed with forceps from the patient's mouth. No patient injury and no impact to the patient's condition. Visible cracks on the surface of the blade were noticed by the customer before use of the product.

Manufacturer narrative:
Safety alert notice c/r 3022472-5-07-2013-0001-c issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. The broken video laryngoscope in question was approximately 4 years old at the time of the event. The customer continued to use the product with visible wear and cracks, contrary to the instructions in the labeling and safety alert. As a precaution, the return of the laryngoscope was requested for evaluation.